Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth at abutment site. Subsequently, the patient underwent skin revision surgery (B)(6) 2015 (specific date not reported) and was treated with antibiotics (type not reported).